Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experienced high blood glucose and possible under delivery anomaly. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin pump. Customer was alleged the insulin pump was under delivering because customer stated that they had been delivering boluses but blood glucose was still high. Customer stated they had symptoms related to high blood glucose was nausea. Customer was used the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active. The insulin pump and reservoir will not be returned for analysis.